Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred after accidentally hitting the pump against a wall. Reportedly, the customer was able to load a new cartridge and resumed insulin delivery. Additionally, it was reported that the customer received a cartridge alarm (alarm 09). Reportedly, the customer was unsure how much insulin the cartridge had been filled with. A new cartridge was loaded resolving the alarm. Blood glucose level was 187 mg/dl.